Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as poor hygiene. The patient was hospitalized due to the event. It was reported that the patient was not treated with medication for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was discontinued and the patient was transferred to hemodialysis (twice a week). Re-training was done for proper aseptic technique. No additional information is available.